Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 379 mg/dl after loading the ilet cartridge with lantus (long-acting insulin) instead of rapid-acting insulin and using a contact detach infusion set, which constituted improper loading and infusion set use; troubleshooting and education were provided, and no device alerts or alarms occurred. Symptoms included hyperglycemia without ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no use of backup therapy, and no suspension of insulin through the ilet. Investigation included user interview and troubleshooting with education. Investigation of this case revealed user error related to use of long-acting insulin in the cartridge and improper adherence to loading and infusion set procedures, followed by corrective action to replace all supplies with the prescribed rapid-acting insulin. It was concluded that the event was attributable to user error, and product performance was not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.